Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. Philips field service engineer (fse) confirmed the issue and provided the customer with a quote. The customer declined the repair of the unit. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the unit was producing a non-silencable alarm. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.